Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 2.5 for mechanical circulatory support. During support, the device was accidently pulled back into the aorta, this occurred while the balloon was removed. The physician tried to re-cross unsuccessfully and decided to explant the device. It was reported that the patient survived the procedure.